Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise were noted on the atrial lead. The noise was not reproduced in real time and the physician did not perform intervention. The patient was stable with no consequences.